Event description:
Patient reported of the left side device: "rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6.

Event description:
Patient reported of the left side device: "rupture". Later patient reported "problems when I lie on my side. Stabbing sensation". The device remains implanted.